Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant procedure, the lead could not be implanted. The lead was not used and replaced successfully. The patient was in stable condition.